Manufacturer narrative:
This complaint was not initially flagged by customer service as a potential MDR, so it will be submitted past the 30 day window.

Event description:
The customer stated that he performed normal control tests and received a reading of 30 mg/dl. He said the range on the bottle was 85-115 mg/dl. At the time of the call, the customer did not have the bottle of test strips that gave him the low control results. Troubleshooting with the customer's current bottle of strips showed the system to be operating as designed. No product will be returned for evaluation.